Manufacturer narrative:
This report is filed august 3, 2016.

Manufacturer narrative:
The device is currently unavailable.

Event description:
Per the clinic, the patient experienced non auditory pain/sensation with device use as well as no connection could be made to the internal device. The issue could not be resolved, resulting in the decision to explant the device. The device was explanted (B)(6) 2015 , and the patient was reimplanted with a new device during the same surgery.